Manufacturer narrative:
The device was received fully deployed. The formed needle was observed to be fully retracted. No timeouts or drive stalls were seen in the download data. Inspection of the device found no issues that would contribute to the needle failing to retract. The needle mechanism was reset to the not deployed position, and the device functioned as intended during manual deployment. Although no issues were found, it could not be conclusively determined when the needle retracted. The cause of the reported needle mechanism failure could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose reached 280 mg/dl while wearing the pod between 24 and 36 hours on the leg. The needle mechanism did not fully retract as intended during activation.